Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that a li61aor lens was inserted and immediately removed from the pt's eye due to a posterior capsule tear. An anterior chamber lens was successfully implanted. Additional info has been requested but has not been received to date. Please reference MDR#: 1119279-2011-00186 for the intraocular lens.